Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti was explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).

Event description:
The chru reports " an explantation took place on december 19th, 2023". The reason of explantation and serial number were not communicated.